Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 on the w2 machine failed and were unable to be recovered. The following error message was displayed: device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 was failed and was not detected on bus. A field service engineer replaced both the drawer boards and replaced 3.2 retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.